Manufacturer narrative:
E7016 wallflex biliary fc benign stricture. Reported issue of stent difficulty removing. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1990. On (B)(6) 2010 liver function tests were performed and recorded. On (B)(6) 2010, baseline biliary obstructive symptoms were assessed and included; right upper quadrant pain, jaundice and dark urine. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure, as well as during the procedure. The stricture had been previously dilated with one plastic stent, which was removed prior to study stent placement. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6) 2011, three hundred and twenty seven days post stent placement, the patient underwent a per-protocol study stent removal procedure. During the procedure, it was reported that the study site experienced difficulty removing the stent. The stent was able to be removed. Reportedly, a pre-cholangiogram and post- cholangiogram showed no evidence of a recurrent stricture. There were no patient clinical events associated with this event. The investigator's reported device causality assessment was reported as "related."

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6), 2010, as part of the (B)(4) wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 1990. On (B)(6), 2010 liver function tests were performed and recorded. On (B)(6), 2010, baseline biliary obstructive symptoms were assessed and included; right upper quadrant pain, jaundice and dark urine. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was performed prior to this procedure, as well as during the procedure. The stricture had been previously dilated with one plastic stent, which was removed prior to study stent placement. The 10 mm x 40 mm stent was deployed in a satisfactory position across the stricture. The patient was treated as an outpatient. On (B)(6), 2011, three hundred and twenty seven days post stent placement, the patient underwent a per-protocol study stent removal procedure. During the procedure, it was reported that the study site experienced difficulty removing the stent. The stent was able to be removed. Reportedly, a pre-cholangiogram and post- cholangiogram showed no evidence of a recurrent stricture. There were no patient clinical events associated with this event. The investigator's reported device causality assessment was reported as "related". Since (B)(6) 2011 the following information was reported to boston scientific. According to the study site; during the removal procedure, the distal end of the stent was within the ampulla, but it was only partially visible due to poor visualization. During the difficult removal, the retrieval loop broke. No part of the loop detached, as it was reported that the stent was removed in one piece using rat tooth forceps.

Manufacturer narrative:
(B)(4).